Event description:
It was reported that the implantable cardioverter defibrillator dependent patient presented remotely via merlin.net transmission. Upon interrogation, the device exhibited oversensing which inhibited pacing. Myopotential oversensing was suspected. The patient was presented in clinic on (B)(6) 2017. Myopotential was detected; however, oversensing was not reproducible. Programming changes were made. The patient was asymptomatic and would continue to be monitored with routine follow-up.